Event description:
Pt is a diabetic who uses an insulin pump instead of regular insulin injections. Pt purchased a pump 5-6 years ago that was advertised as "waterproof," which pt wanted as they are an avid swimmer. Through the course of using the pump, pt has noticed a growing problem with the battery casing. Pt believes that water may be entering the pump and shortening their battery's lifespan. Pt recently received a letter from the MFR stating that several people using this product had developed hypoglycemia after they had been swimming or in other situations where the pump could have gotten wet. Pt contacted the MFR who told them that the product was not waterproof, but that they were working on the casing problem. Pt also noted that they have been instructed to change the batteries in dry conditions, a problem pt told the firm about years before. Pt is somewhat upset due to the original advertising of the product as waterproof, stating that pt's sugar level is too control-sensitive for pt to remove the pump while swimming or bathing for any period of time. Pt stated that they had not noticed any cracks or deficiencies with pump, which is firm-inspected approximately every year, but is concerned that the product may become defective.